Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a removal of a trochanteric fixation nail advanced (tfna) nail with lag screw on unknown date. The purpose of the removal is not known. During the removal procedure, the 5mm hexagonal flexible screwdriver was broken. Surgery was completed with an unspecified delay. Patient status is not known. This report is for one (1) 5mm hexagonal flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure. The screwdriver was reported to have a crack on one of the screwdriver edges. It is unknown when or how the crack occurred. There is no history of a similar event that resulted in death or serious injury. Should additional information become available, this determination should be reassessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure. The screwdriver was reported to have a crack on one of the screwdriver edges. It is unknown when or how the crack occurred. There is no history of a similar event that resulted in death or serious injury. Should additional information become available, this determination should be reassessed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal of trochanteric fixation nail advanced (tfna) implants on (B)(6) 2017 a flexible screwdriver was discovered to be cracked. This discovery was made as the surgeon was entering the screwdriver into the nail and removing the lag screw. It is unknown if the crack was created prior to the procedure or during the procedure. The crack was reported to be on one of the screwdriver edges. No fragments were generated in the patient. The screwdriver was used to complete the procedure successfully with no issues. Reported concomitant devices: tfna nail (part/lot unknown, quantity 1), lag screw (part/lot unknown, quantity 1). This report is to capture the intra-operative issue with the flexible screwdriver. The need for the removal procedure is being captured on related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 03.037.028, lot# 9486876. Manufacturing location: haegendorf, release to warehouse date: may 29, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The manufacturing documents were reviewed and no complaint related issues were found. Product investigation was completed. The instrument was received with the reported condition of visual cracked. The shaft of the device is broken at the end the first rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. Due to the geometry of the puzzle shaped spiral cut, the broken shaft remains assembled to the handle despite the complete break. The device also shows a slight bow over the length of the shaft. The hexagonal drive shows worn edges but which would not impact the functionality. The complaint condition is confirmed and the received condition agrees with the complaint description in that there is a fracture at the proximal start of the spiral cut. However, it was observed that this is a full break not just a crack. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection was performed. Feature specifications per drawings: outer diameter; 8 mm h7 +0/-.015 mm; micrometers (om800): diameter: 7.988 mm; the relevant inner diameter could not be accessed for inspection as the broken shaft remains assembled due to the puzzle shaped cut. The measured dimension was found to be within the given specifications per the drawings referenced above. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. A root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the condition is consistent with exposure to an exceeding off axis bending force. Further raw material inspection was not performed at cq as there is no indication that the material would have contributed to this complaint based on the age of the device (2+ years) and the received condition of off axis bending. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. During the investigation, it was found the device was broken. The initial complaint was reviewed and found reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.